Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), a pericardial effusion was observed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2-3. During use with the second clip delivery system (cds), there was a moment during leaflet straddling without clear imaging. After this, a pericardial effusion was observed and thought to be caused by the clip. The mitraclip procedure was discontinued and the patient was sent to surgery for treatment of the effusion. The surgery was successful and the patient was confirmed to be in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effects of pericardial effusion and cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported pericardial effusion appears to be a result of procedural conditions. The reported additional therapy/non-surgical treatment and prolonged hospitalization were a result of case specific circumstances, as a sternal thoracotomy was performed for treatment and the patient required prolonged hospitalization for recovery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the following information was received: the pericardial effusion was due to atrial wall damage. Sternal thoracotomy was performed and the atrial wall was sutured. No additional information was provided.